Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found that the handpiece would not run; motor seized. It was disassembled, and this showed that the seals were worn and the bearings and motor were corroded due to dried saline. Service and repair replaced the seal, bearings, motor, and cable. The handpiece was then repaired, cleaned, tested, and passed to manufacturing specifications.

Event description:
It was reported that the handpiece was not turning at all. It sounded like the gears were locked up, and when allowed to remain activated for at least 30 seconds, it began heating up. This was discovered during testing, and no patient was involved.